Event description:
Customer stated that she fell getting into scooter in the house. The customer had a problem because the arm rest was not movable. She stated that a rib was broken as the result of the fall and she had to seek medical help.